Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was recommended but not performed, the physician decided to monitor the patient only. The patient was doing well.